Manufacturer narrative:
Correction on follow-up(2)- disregard medwatch # and information provided.

Manufacturer narrative:
Additional medwatch information received.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. The set was visually inspected and no cracks or other issues were observed. Functional and pressure testing confirmed a leak from the vent area of the filter. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant medical devices:: 30ml syringe; stopcock; neutron; trifuse and central line, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user "felt something sticky "and noted a small amount of tpn on the linens. The filter had been in use for an unknown time and was noted to be cracked and leaking. The patient developed a central line infection and was treated with antibiotics and an increase in respiratory support.